Manufacturer narrative:
Insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched display window and broken battery cap. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call indicating that their insulin pump was damaged with cracks in the battery compartment. The customer¿s blood glucose level was 500 g/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer will send the product back for analysis.